Event description:
It was reported that 20 bd alaris smartsite extension sets were clogged. The following information was provided by the initial reporter: flow restriction when connected with bd posiflush.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2022-03-15 h6: investigation summary five 20039e samples were received for investigation in closed packaging from lot 21085567. No connecting products were received to assist the investigation in this instance. The returned samples were connected to a bd plastipak 50ml syringe from stock and fluid was flushed through; the piston of the smartsite opened fully upon connection to the syringe and no occlusions or flow restrictions were observed for any of the returned products. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21085567 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The customer¿s experience was not confirmed in this instance. Testing of the returned samples and a review of the production records did not identify any product defects or quality deviations during assembly. The alleged complaint sample was not available for investigation therefore it was not possible to confirm whether a manufacturing defect may have contributed to the reported occlusion. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 20039e product in the past 12 months. H3 other text : see h10.

Event description:
It was reported that 20 bd alaris smartsite extension sets were clogged. The following information was provided by the initial reporter: flow restriction when connected with bd posiflush.